Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a possible fracture. The lead exhibited undefined high impedance and noise. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.